Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint of the damaged is 1 connector was confirmed. The electrical continuity of the partial lead was normal. The insulation of the is 1 pace/sense connector was damaged and separated a couple of centimeters from the connector pin. The measurement of the is 1 front and back o rings were within specification.

Event description:
It was reported the lead was damaged at explant during a device change out. The lead could not be removed although the setscrews were unscrewed. The lead was explanted.